Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded a signal artifact monitor (sam) episode due to oversensing artifact related to the minute ventilation (mv) feature signal on the right atrial (ra) lead. In addition, high out of range pacing impedances were observed on the sam episode. No additional episodes of noise were recorded. This product remains in service. No adverse patient effects were reported.